Manufacturer narrative:
Philips service replaced or upgraded the monitor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mcs 19-inch monitor failed to switch on during use on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.